Manufacturer narrative:
Date of event is estimated. A review of documentation supplied with the implant states that the implant must be charged every 30 to 90 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.

Event description:
It was reported the ipg was unable to communicate with external devices. The patient has not recharged or used the ipg in over 9 months. The ipg was deemed inoperable. The issue was resolved through an ipg replacement. Effective therapy restored post-op.